Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the pvl appears to be the 2 large areas of calcification described above that interfered with the fit of the sapien valve in the aortic annulus. Complaint histories for all reported events are reviewed on a monthly basis. Although the complaint data from newly commercialized devices is monitored and trended, the volume of data is not yet sufficient to establish control limits.

Event description:
This patient required implantation of an amplatzer plug 28 days post tavr to seal a pvl that was ongoing after the valve was implanted. As reported, the patient had persistent chf post tavr due to a pvl. At last report, the patient had not been discharged from the hospital after the initial tavr procedure and is being treated for pneumonia in the intensive care unit. Intra-operative transesophageal echo (tee) noted mild to moderate aortic regurgitation with mild to moderate eccentric paravalvular aortic insufficiency (ai) after valve was deployed. As per procedure notes, the valve was well positioned with mild pvl between 2 large areas of the annular calcification; and a mean gradient of 3mmhg across the sapien valve. A 5-day post procedure echo noted aortic regurgitation (possibly mild), however, the origin was not clear. A 19-day echo noted ai and the jet appeared to be paravalvular and directed towards the mitral leaflet. Post closure echo (7-day post tavr) revealed an eccentric paravalvular jet in the 3 o¿clock position, in between the left and right coronary cusps. The regurgitation was at least moderate and possibly moderate to severe. It was noted during the post 7 day pvl closure echo that the tavr was well seated.